Manufacturer narrative:
(B)(4). Date sent 8/18/2023. D4 batch #unk. B3: only event year known: 2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was returned inside its unopened package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole); the damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 468a28, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? 2. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal or the plastic bag)? 3. Did the damage of the primary packaging compromise the sterility of the device? 4. Please provide a picture (if available).

Event description:
It was reported that during an unknown procedure the package is broken (a small hole in the package). There were no patient consequences.